Manufacturer narrative:
Title: ligasure versus the standard technique (hem-o-lok clips) for robot-assisted radical prostatectomy: a propensity score-matched study source: journal of robotic surgery published online: 11 january 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2011 and 2018, outcomes of patients who underwent robot-assisted radical prostatectomy were retrospectively analyzed. Patients were divided into two groups depending on device used to ligate the vascular pedicle. Suture was used in all patients to ligate the dorsal venous complex. There were 473 patients in the study and complications included: severe bleeding requiring transfusion, urinary incontinence. Ligasure versus the standard technique (hem-o-lok clips) for robot-assisted radical prostatectomy: a propensity score-matched study shuzo hamamoto; 17 december 2020-